Manufacturer narrative:
H.6 investigation summary this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 3033263 and bd complaint number (B)(4) for missing sleeve label. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3033263 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical and sleeve attribute testing. Sample plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical and sleeve attributes prior to release to ensure that they conform to typical levels. All physical and sleeve attribute testing performed on this batch was satisfactory per our internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 3033263. Retention samples from batch 3033263 were not available for inspection. Two photos were received for investigation. Each photo shows the side of a sleeve of medium red agar plates without a visible sleeve label. No plate prints or product labels were visible in the photo for batch verification. Without batch verification, this complaint cannot be confirmed by the photos. No return samples were received for investigation. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch and expiration date are readily available. This complaint cannot be confirmed for a missing sleeve label. No complaint trends for labeling defects have been identified for this product; no actions are indicated at this time. While this complaint cannot be confirmed for a missing sleeve label in batch 3033263. It can be observed that a sleeve label is missing. Bd strives to improve. Manufacturing operations has been made aware of the missing sleeve complaints from moderna to help identify potential opportunities to improve. Bd does not speculate on possible root cause and per bd procedures, a root cause analysis is not indicated as bd has not identified a complaint trend for missing sleeve labels. Bd will continue to trend complaints for labeling defects.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 1 pack is missing manufacturer label. The following information was provided by the initial reporter: customer states upon receipt 1 pack was missing manufacturing product label.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 1 pack is missing manufacturer label. The following information was provided by the initial reporter: customer states upon receipt 1 pack was missing manufacturing product label.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.